Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer only. Pending return of samples from customer for further investigation. 03/21/25: customer did not return any samples. Final investigation is on retained representative lots since lot number for the reported product was unknown.

Event description:
The customer reported that the 12ml syringe has residuals after the infusion of the medication. Other syringes so far had no issues with residuals before but a few months ago they had the same issue with 12mls. They are not sure if it is the syringe or the pump that is causing the residuals. Photos attached. Additional information received on 27dec2024 stated that the staff in nicu has noted that only the 12ml syringe of IV medication has residuals. This syringe is not coming from the nicu bb but from pharmacy as the medication comes prefilled from them. This 12ml medication syringe is only being used in the pump during medication administration. The pump being used is the braun infusomat syringe pump - no other issues with other syringe infusion. The usual medication infused on the 12ml in their unit is gentamicin. Amount of medication varies with each weight specific dose but residuals seems to be consistent between 1-1.5ml. The pump indicates that the infusion has been completed. There was no harm to the patient but staff needs to override and re-infuse the remaining dose/ push residual through tubing extension set before infusing the saline to flush medication extension tubing.

Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer only. Pending return of samples from customer for further investigation.

Event description:
The customer reported that the 12ml syringe has residuals after the infusion of the medication. Other syringes so far had no issues with residuals before but a few months ago they had the same issue with 12mls. They are not sure if it is the syringe or the pump that is causing the residuals. Additional information received on 27dec2024 stated that the staff in nicu has noted that only the 12ml syringe of IV medication has residuals. This syringe is not coming from the nicu bb but from pharmacy as the medication comes prefilled from them. This 12ml medication syringe is only being used in the pump during medication administration. The pump being used is the braun infusomat syringe pump - no other issues with other syringe infusion. The usual medication infused on the 12ml in their unit is gentamicin. Amount of medication varies with each weight specific dose but residuals seems to be consistent between 1-1.5ml. The pump indicates that the infusion has been completed. There was no harm to the patient but staff needs to override and re-infuse the remaining dose/ push residual through tubing extension set before infusing the saline to flush medication extension tubing.